Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this rv lead had a syncope incident. After testing, it appeared that the lead had intermittent loss of capture and possible threshold issues. The lead remains implanted at this time.